Manufacturer narrative:
One medfusion 4000 pump was returned for the evaluation of the reported issue. It was received with no physical damages. A DHR, device history review, was performed and no causes or potential causes to the customer's reported problem were found during the DHR review. The event log showed evidence of primary audible alarm post. To further investigate, a power up and occlusion test were performed. The customer's issue was not duplicated. Root cause could not be determined; there were no external damages or contamination to the interconnect board or speaker. The speaker was replaced was a preventative measure. Device passed all functional testing during maintenance check.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited "primary audible alarm". No patient injury reported.